Event description:
At about 7 months after primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon removed all components and implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 21-may-2024 lot 1909166: (B)(4) items manufactured and released on 14-apr-2020. Expiration date: 2025-04-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional components revised: batch review performed on 21-may-2024 ball heads: mectacer 01.29.213 biolox delta ceramic ball head 12/14 ø 40 size m 0 (k112115) lot 2315559: (B)(4) items manufactured and released on 30-jun-2023. Expiration date: 2028-06-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Cup: mpact 01.32.160dh acetabular shell ø60 two-holes (k132879) lot 2303399: (B)(4) items manufactured and released on 05-jul-2023. Expiration date: 2028-06-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact 01.32.4052hct flat pe hc liner ø40/g (k122641) lot 2108148: (B)(4) items manufactured and released on 03-aug-2021. Expiration date: 2026-07-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.